Event description:
It was reported that approximately two years ago the patient had two stents placed, one unknown rx xience v and one unknown baremetal stent that had restenosed, and both were very diseased. The physician pre-dilatated the restenosis with a 2.5 voyager. An attempt was made to advance the 3.0 x 15 mm xience v; however, it would not cross. The restenosis was treated with balloon angioplasty. No patient effects were reported. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Restenosis is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.